Manufacturer narrative:
In this case, the returned device analysis could not confirm the reported inability to remove the gripper line, as both grippers were able to lower and raise as intended and there was no issue with the gripper line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported inability to remove the gripper line could not be determined. It is possible that the interactions in the anatomy during the procedure resulted in increased tension on the device and/or the user technique which contributed to the user experience; however, this cannot be confirmed. The observed missing component was likely due to operational context as the cap possibly came off during the troubleshooting of the reported gripper line issue. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a mechanical jam. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted patient is tetraplegic with left diaphragm paralysis and left lung partly collapsed that caused rotation of the heart with a preexisting chordal rupture. The iliac angle was quite steep as well. A preexisting chordal rupture was present. The clip was inserted, and the mitral valve was successfully grasped. However, while attempting to deploy the clip, the gripper line (gl) was unable to be removed. Troubleshooting was performed, but the gl was still unable to removed. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.